Event description:
Saline implants - 1981; developed systemic symptoms shortly after; implants deflated 1991 replaced with silicone mentor siltex in 1991. Developed autoimmune symptoms: raynauds syndrome, fibromyalgia, severe arthralgia of hands, excessive bruising/bleeding, purple/red blotches on knees and inside of legs, nose/mouth sores and ulcers, rash on face, back, upper arms, extreme fatigue, memory loss, emotional instability, pain in chest, shortness of breath, silicone immune toxicity disorder.